Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezf2307 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezf2307) have been reported from the same facility. No sample retained.

Event description:
Per sales representative, a nurse reported that when placing two piccs, the wire migrated backwards after the wire was "bent over the end and tightened down". Nurse stated that she thought the wire knotted because only 4 cm was left inside the patient. At one point, the nurse reported that she was able to remove the wire which came out kinked and then re-inserted it up to the initial bend made when started. (B)(6) 2016 - per email received from nurse on (B)(6) 2016: rn reports that from the beginning, the patient told him that a past PICC was a difficulty. The patient said it coiled up in his chest. Rn states there was no harm to patient. A new PICC was placed by their team at "specials" under fluoroscopy. Rn also reported that getting the catheter to drop into the svc was a major problem. They moved the arm several times and lowered and raised the patient's head and head of bed.